Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain. Doi (B)(6) 2008; dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 8/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, tissue and bone loss, ad elevated cobalt and chromium levels. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/11/17¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, patient alleges constant pain, elevated metal ions, and clicking/popping. Revision operative note stated "no evidence of any fluid under the fascia lata", and "absolutely no evidence of any tissue necrosis or metallic staining of the soft tissues" nor "evidence of any soft tissue mass around the right hip". Did note that "there was very minimal black staining of the synovium inside the joint". Inspection of the taper and internal surface of the femoral head yielded "absolutely no damage or corrosion". Revision note made no mention of alleged inflammation, tissue or bone loss, and the provided metal ion labs < 7.0 ppb are not supportive of metal ion toxicity. Therefore, the stem will not be added to the complaint at this time. Implant noise:other added to product harms. Expiry dates and gtin numbers added to products.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.